Manufacturer narrative:
E1: initial reporter phone no. :(B)(6). D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set spike broke off at the end of the infusion bag attached to the phaseal, resulting in chemotherapy solution leakage. The event was identified prior to patient use. There was no patient involvement. No additional information is available.